Manufacturer narrative:
Additional information was received on february 08, 2018. Patient was a (B)(6) female. Procedure was paroxysmal atrial fibrillation. The patient required embolization thrombin pseudoaneurysm. In addition, the patient required 5 days of extended hospitalization. The principal investigator assessed this event as not device related, moderate in severity. The outcome is resolved without sequelae. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a left groin vascular pseudoaneurysm. There is no information regarding interventions or extended hospitalization. Issue is ongoing and has improved. Principal investigator assessed this event as serious, unlikely device-related, and definitely procedure-related.

Manufacturer narrative:
Additional information was received on 07/28/2017 from (B)(6) that this account ((B)(6)) uses a smarttouch catalog # d132705. Per the additional information received, the device was updated from smart touch unidirectional catalog# d133600 to smart touch bidirectional catalog# d132705. The lot number remains unknown. (B)(4).